Event description:
An ocd laboratory specialist observed five repeatable falsely elevated troponin I results while at a customer site. Elevated results of the magnitude observed might initiate clot lysis therapy or cardiac catheterization. There was no report of pt harm as a result of this event.